Manufacturer narrative:
Follow-up indicated that the device was removed due to an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was receiving effective pain relief prior to explant and was receiving IV antibiotics. The device was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The wound was debrided and the patient was given IV antibiotics, and there have been no reports of further complications regarding this event.